Event description:
"Paclitaxel infused, after 142 cc instilled pt c/o pants felt wet. Chemo lock disconnected from pt, (pharmacy placed side). Taxol stopped. Pt cleaned. Dry clean clothes provided. Pharmacy notified and team notified. Spill kit used. At home care education provided and pt and wife aware to wash clothes separately remainder of taxol remade and administered with no further complication. The leak came from chemo lock that was applied on chemo side. (Not the side from pt). Ref cl4136. Oncology kit with chemolock with red cap."